Event description:
On (B)(6), 2010, I used thermacare heatwraps menstrual lot number e06831s. When I removed the wrap, I noticed that I had two quarter sized red patches where the patch had touched my lower abdomen. The two patches began itching and the skin bubbled up. I believe both patches were third degree burns. I had to treat the areas for about a month. I now have two scars where the burns occurred. Used 6 hours for menstrual cramps.